Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of cause not established. It is possible interactions of the balloon with the lesions anatomical features, as well as interactions with other ancillary devices used during the procedure contributed to the reported event. However, based on the limited complaint information and the fact that no device was received for analysis, it is not possible to establish what the cause of the complaint was.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 12 atm. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications and patient was in good condition.

Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.00 mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 12 atm. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications and patient was in good condition.